Event description:
It was reported that the patient presented in clinic for a device changeout due to normal eri. Externalized conductors were observed via diagnostic imaging. The lead was explanted and replaced. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.